Event description:
Manufacturer received implant warranty and registration card for patient indicating that patient's lead was replaced due to lead discontinuity. Lead was returned for product analysis missing the electrode section and a large portion of the lead body. As a result, a complete product analysis could not be performed. Product analysis performed on returned lead portion confirmed lead discontinuity. Scanning electron microscopy was performed on the coil segment and indentified the area as having extensive pitting which prevented indentification of the coil fracture type.

Manufacturer narrative:
Product analysis confirmed lead discontinuity. Device malfunctioned occurred but did not cause or contribute to a serious injury or death.